Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient stated that the controller fault alarm continues to alarm. An elective controller exchange was performed. It was stated that the site could not get the controller fault alarm to stop and had to isolate the controller and wait for the battery to die. Patient was stated to have been anxious. No additional information available.

Manufacturer narrative:
It was reported that a controller fault alarm that could not be silenced occurred. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual examination but failed functional testing. The controller was unable to communicate to a monitor, unable to register commands from the front display push buttons, unable to initiate the startup sequence successfully and was unable to register an alarm adapter connected to the serial port. Despite these observations, the controller was able to run a motor fixture. Internal inspection of the controller did not reveal any damage that may be related to the reported event. Supplemental testing was performed, and revealed that the user interface controller (uic), which is the main integrated chip responsible for the operations of the controller, was faulty and not outputting the expected signals. The pump motor control (pmc) integrated circuit was unaffected, which can explain why the controller was still able to run a motor fixture. The uic was replaced with a known working one and the results revealed that the controller regained functionality. Log file analysis initially was not conducted because the controller was unable to communicate with a monitor. The logs were downloaded after replacing the affected component. A review of the logs revealed a controller failed alarm on (B)(6) 2017 at 12:10:13 due to a uic communication failure. As a result, the most likely root cause of the reported event can be attributed to a faulty user interface controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.